Manufacturer narrative:
Other text: corrected data: b1, corrected data: corrected data: b1 product problem.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump gave a "no disposable" alarm when in use with the cassette; patient will mix a cassette for monday, 26 jul. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.